Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that the pain after urination was improving and that their back was hurting. The patient stated that it didn't feel like their bladder was emptying enough as it should. The patient also noted that they were on medications for bladder spasms. It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on 2017-jun-18. The patient reported that they were experiencing constipation and pelvic pain. The patient noted that their stomach felt like there was a bowling ball in there. The patient stated that they still had a little pain after urination but it was getting better. The patient noted that they were taking 'miralax' and was still on antibiotics. The patient reported that they also had back issues and was using an ice pack to help with that, but noted they were not putting the ice pack near the wire. It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on 2017-jun-20. The patient reported that they had used a suppository for their pelvic floor issue and right after they had pain after urinating. The patient changed programs but it was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on 2017-jun-21. The patient reported that they still had pain and pressure after urination. Additional information was received from the patient on 2017-jun-23. The patient reported that they felt like they were doing a little better with the pain while urinating but they had been experiencing a lot of pain due to the stimulation. The patient stated that they changed to program 1 the day before report and was comfortable at 0.5. The patient noted that 0.5 would not work for them and wanted to keep it on 1.3 but was not able to tolerate 1.3, so they brought it down. The patient noted that they were not able to keep to on the level that their healthcare professional (hcp) wanted them to be on, so they wanted to change to program 2. The patient noted that their hcp wanted them to leave it at 2.0 when on program 2. The patient was advised to decrease stimulation to a comfortable level and if there was no improvement the day after report they could call back for assistance with change programs. The patient noted that they felt like they were seeing some improvement since the program change. The patient also mentioned that they were unsure if they had a urinary tract infection (uti) but was given antibiotics just in case noting that the results would not be back until the following monday. It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on 2017-jun-24. The patient reported an early battery depletion on the controller and noted that it was now at 30%. The patient was advised to change the batteries and it was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on 2017-jun-28. The patient reported that they were moving slowly on the day of report and felt like their legs were dead weight from not moving so as to not disturb the wire. It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the early battery depletion was not determined. It was also reported that the retention was self-reported and both the retention and infection were not confirmed and not related to the device. No further information reported.